Event description:
Additional information was received that prior to the implant, during the loading process, crown overlap less than node four was observed. A pre-implant balloon aortic valvuloplasty was not performed. During implant, the deployment starting point was the bottom 1/3 of the pigtail catheter. One recapture was performed due to the valve was too high (1 and 1). Prior to the valve dislodgement, the valve was implanted at a depth of 3mm on the non-coronary cusp and 5mm on the left coronary cusp. It was noted that the moderate aortic insufficiency appeared paravalvular. Low blood pressure was observed. Subsequently, epinephrine and other drugs by the anesthesiologist were administered. Cardiopulmonary resuscitation was performed to circulate the medications. Ejection fraction less than 30% was noted. After the valve dislodgement, the valve was up at sinotubular junction. There was no patient anatomy that contributed to the dislodgment. In addition, no procedural delay occurred as a result of the infold; however, due to the patient¿s pressure was low, decision was to release, stabilize, and post-dilate if needed. Per the physician, the patient had some calcium in the annulus and left ventricular outflow tract but did not protrude and the physician did not think it would have. A non-medtronic guidewire was used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant products product ID non-medtronic guidewire (lot: unknown); product type: guidewire additional codes: annex fs medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted, so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: a static image was provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 83.0 millimeter (mm) with a perimeter derived diameter of 26.4mm suggesting a 34mm evolut. The aortic valve appeared to be significantly calcified. It was reported that valve under expansion was noted after valve deployment requiring a post balloon aortic valvuloplasty. Additionally, it was reported that the valve dislodged aortic and folded on itself during withdrawal of the balloon. Images of the post dilatation were not provided for review thus it is not possible to determine if the balloon was caught in the valve frame. Of note, as stated in the instructions for use (IFU) prosthetic valve migration/embolization is listed as a potential risk associated with the implantation of the evolut fx bioprosthesis. The image provided shows a dislodged valve that appears to be infolded on itself in the ascending aorta and a second valve implanted at the annulus. In this event, a conclusive root cause of the under expansion is unable to be confirmed from the image review. Paravalvular leak (pvl) was noted with the valve constraint. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A significantly calcified aortic valve was noted, which is a likely contributing factor. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The hypotension was likely a result of the under expansion and pvl. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. It was reported that the valve dislodge occurred as a balloon was removed. Images of the post dilatation were not provided for review thus it is not possible to determine if the balloon was caught in the valve frame. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the infolding was noted as the valve dislodged. A conclusive root cause for the dislodgement and infolding could not be determined from the available information, however the balloon interaction is a potential contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed and appeared constrained and moderate aortic insufficiency was noted. The blood pressure was low and was treated. A post-implant balloon aortic valvuloplasty was performed with a 22 non-medtronic balloon. The valve was expanded. While withdrawing the non-medtronic balloon, the valve moved aortic. It was noted that with further removal of the non-medtronic balloon, the valve appeared to infold on itself. The patient was treated and stabilized. Subsequently, a wire and catheter were inserted past the first valve without issue. A decision was made to attempt a second valve. The second valve was placed passed the first valve without issue and was implanted. The patient was treated, and the blood pressure was stabilized. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011920572); product type: 0195-heart valves; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.